Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet and had been skipping meal announcements due to concern about hypoglycemia. The user also perceived that mealtime insulin delivery felt excessive despite prior usual announcements not lowering glucose below 70 mg/dl. Symptoms included hypoglycemia with a nadir of 51 mg/dl, hyperglycemia peaking at 332 mg/dl, and confusion/ disorientation. Outcomes included user education and assignment for additional training. Investigation included review of reported use patterns, discussion of meal announcement practices, and provision of troubleshooting and educational guidance regarding appropriate meal announcements and hypoglycemia treatment using oral glucose or glucagon when indicated. Investigation of this case revealed user-related use error associated with missed meal announcements contributing to low glucose events, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user training deficiency and incorrect use.